Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included mood altered, cholecystectomy, tonsillectomy and uterine dilation and curettage. On (B)(6) 2014, operative report: procedure: laparoscopic assisted vaginal hysterectomy with removal of bilateral tubes. Findings: enlarged appearing uterus with probable adenomyosis, essure seen in each cornua, tubes and ovaries. (B)(6) 2014, cta chest with contrast. There was airspace consolidation within the superior segments of bilateral lower lobes. Central airways are patent. (B)(6) 2014, findings: the fatty filum identified on the prior examination is only faintly visible on the current exam. Impression: interval development of l4-5 degenerative disc disease, with a small central disc protrusion, and mild to moderate facet djd, which leads to mild to moderate l4-5 left lateral recess stenosis. Previously administered products included for an unreported indication: depo provera from 2007 to 2010. Concurrent conditions included dizziness, blurred vision, headache, weakness, jitteriness, gastrooesophageal reflux disease, buttock pain, low back pain, pain in extremity, abdominal pain, nausea, depression, anxiety, dysmenorrhea, menometrorrhagia and lumbar disc degeneration. Concomitant products included liraglutide and zolpidem tartrate (ambien). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines/ headaches"), headache ("headaches/ migraines") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced adenomyosis ("superficial adenomyosis"), cervicitis ("acute and chronic cervicitis with squamous metaplasia"), fallopian tube disorder ("two fallopian tubes with vascular congestion") and uterine cervical metaplasia ("acute and chronic cervicitis with squamous metaplasia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, adenomyosis, cervicitis, fallopian tube disorder and uterine cervical metaplasia outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cervicitis, dysmenorrhoea, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine cervical metaplasia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2014: findings: tubal occlusion devices are present. The ovaries are symmetric in size grossly unremarkable.. Probable minimal physiologic fluid in the right side of the culde-sac. The urinary bladder is almost completely empty. L. There is chronic diffuse fatty infiltration/atrophy of the bilateral rectus muscles. Impression: no urinary tract stone. No acute abdominal or pelvic pathology identified within the limitations of an unenhanced study.. X-ray: on (B)(6) 2013: impression: unremarkable one view pelvis.; on (B)(6) 2013: x-ray lumbar spine, impression: unremarkable lumbar spine.; on (B)(6) 2014: impression: interval development of l4-5 degenerative disc disease, with a small central disc protrusion, and mild to moderate facet djd, which leads to mild to moderate l4-5 left lateral recess stenosis.. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), superficial adenomyosis, acute and chronic cervicitis with squamous metaplasia, two fallopian tubes with vascular congestion, abdominal pain, she did not undergo confirmation. Event outcome was updated for the event: abdominal pain, headaches. Concomitant and historical conditions were added. Concomitant and historical drugs were added. Treatment drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.